Event description:
It was reported that the device was causing diaphragmatic stimulation with left ventricular [lv] pacing. The patient has a higher left ventricular threshold, so the lv output cannot be lowered and programming a different bipolar pacing polarity caused the stimulation to worsen. The device pacing polarity was reprogrammed to unipolar and the device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.